Event description:
Account reported that they had three samples with erratic results. Sample 1 (original value/repeat value): glucose 13/192 mg/dl. Sample 2: glucose 8/114 mg/dl, co2 2/28 mmol/l, bun 2/20 mg/dl. Sample 3: glucose 30/118 mg/dl, co2 8/33 mmol/l. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepancies.